Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: a1, a2, d3, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent epigastric ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery, recurrent ventral hernia repair surgery and abdominal wall reconstruction on (B)(6) 2017. It was reported that the patient experienced severe pain, open draining wound, adhesions, scarring, nausea, sexual side effects, erectile dysfunction and diarrhea. No additional information is provided.